Event description:
A report was received that the patient underwent an ipg pocket revision due to the ipg becoming hot when charging. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an ipg pocket revision due to the ipg becoming hot when charging. The patient was doing well postoperatively.